Event description:
Procedure type : low anterior resection/end to end anastomosis. According to the reporter: the surgeon squeezed the wing nut, but was unable to see the green indicator to apply the instrument. To insert new anvil and use a new instrument the surgeon decided to cut the tissue to release the first anvil rather than releasing the purse string. The procedure was completed successfully, and no bleeding or pt injury was reported. No further pt or procedure details are available.

Manufacturer narrative:
.